Event description:
During the atrial fibrillation procedure, a blood leak occurred. The device was replaced and the procedure was completed with no adverse consequences to the patient. A septal puncture was performed and a non-abbott catheter (pentaray catheter, biosense webster manufactured) was inserted into the introducer. A blood leak from the hemostasis valve was noted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture or septal puncture was performed due to sheath replacement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.